Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly. The customer stated that the insulin pump had no sound even when the setting was on audio and vibrate. The customer also stated that there is a fine crack on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.